Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37086, explanted: (B)(6) 2018, product ID: 37086, explanted: (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Deviating impedances on both sides were measured during ins replacement procedure. The leads were checked and had normal impedances. High impedances were observed on the left side, which was resolved after replacing the extension. Low impedances were initially measured on the right side, and then high impedances. The suspected cause was cable damage. The right side extension was replaced, and the issue resolved. No medical symptoms were reported. No further complications are anticipated.

Event description:
There were varying reports of eri for a few weeks, as well as a "call your doctor" message and "ok" status on patient programmer. The ins was checked with the clinician programmer. A physician noted it seemed strange that the ins indicated varying voltages. A battery voltage measurement readout indicated battery voltage decreased from 2.74 v to 2.70 v over a week, and fluctuated within 0.02-0.04 v on individual days. For example, on 2018-aug-21, the battery measured 2.73 v in the morning and 2.69 v at night, but measured 2.71 the following day. Additionally there was possible out of regulation (oor) message on 2018-08-15. Left-side electrode impedances measured over 28,000 ohms on c/0, 0/1, 0/2, 0/3, 1/3, 2/3, and c/3. Right sided impedances were normal at 1.5 v. Therapy impedance was 1202 ohms (4.205 ma) on the left stn and 1230 ohms (2.716 ma) on the right stn. The ins was near elective replacement indicator (eri) threshold at 2.68 v, so the physician replaced the ins and discovered damage to both extension cables during the revision surgery. There were open contacts on the left extension and intermittent open/shorts on the right extension cable. Impedances were okay on the leads. The extensions were replaced and the out of range impedances and fluctuating voltages resolved. Additionally, the patient reported suboptimal therapy which also resolved after revision. The patient was programmed to 5.4 v, 60 usec pulsewidth (pw), 130 hz on pair 2+/1- on the left stn and 3.1 v, 60 usec pw, 130 hz on pair 9+/8- on the right stn. Intraoperative impedance measurement of the left stn lead noted high impedance (> 30,000 ohms) on c/0, 0/1, and 0/2 as well as x's on c/3, 0/3, 1/3, and 2/3. Right stn intraoperative measurements noted high impedance (> 20,000 ohms) on c/9, c/10, 8/9, and 8/10 as well x's on 9/10, c/11, 8/11, 9/11, and 10/11.

Manufacturer narrative:
D11: product ID 3708660, serial#: (B)(4), implanted: 2015-09-24 explanted: 2018, product type: extension; product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Additional review indicates that information from manufacturer¿s report #3007566237-2018-02766 was already reported in this report ( #3007566237-2018-02787). Any additional information regarding that event will be submitted as a supplemental submission to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. The returned extension (serial no: (B)(4) was received in two segments for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 and #3 conductor wires were fractured at 2.7 cm from proximal end. The returned extension (serial no: (B)(4) was received in two segments for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a breached depression in the outer insulation of the extension exposing the #1 conductor. H6: conclusion code 12 and 19 apply to extension serial: (B)(4). (B)(4). Medtronic selected conclusion code 12 because it is the closest code available with respect to this event.) Applies to extension serial: (B)(4). H7 and h9: applies to extension serial: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.